Event description:
It was reported that customer's reservoir may have leaked. Customer will be contacted later to perform the high pressure test. Customer's blood glucose was unk. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4)